Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to upstream occlusion testing the device passed. A review of the event history log revealed "upstream occlusion" alarms, however true and false alarms cannot be distinguished through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "upstream occlusion" was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: it was reported that a spectrum iq pump had an upstream occlusion error during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction h6 health effect - impact code: corrected from f27 to f26.